Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 at midnight but customer cannot recall their blood glucose reading during hospitalization. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading. Customer high blood glucose reading started on (B)(6)2017. Customer treated their high blood glucose reading with insulin pump. Customer current blood glucose was 193 mg/dl. Customer blood glucose at the time of the incident was 322 mg/dl. Customer had high blood glucose reading over 400 mg/dl. Customer was in the emergency room. However, customer was released same day. Hospital name was (B)(6). Customer was wearing the pump at time of hospitalization. Customer stated the drive support was normal. Customer declined to check for any air bubbles and leaks. Customer checked insulin pump setting. High pressure test failed. Insulin pump will not be returning for analysis

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window.